Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, a shaft kink occurred. The 4.0x16mm veriflex stent delivery system (sds) was advanced but could not cross the lesion. When the sds was removed a shaft bend was observed. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "fine". However, analysis revealed stent damage.

Manufacturer narrative:
(B)(4): a detailed examination of the returned device fount that the stent was tightly secured/crimped onto the balloon between the proximal and distal markerbands. However a detailed microscopic examination of the stent found that the distal edge of the stent was partially compressed. No other damages were noted along the entire length of the shaft. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4)